Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a system error 322 alarm occurred. A review of the event history log revealed multiple presence of system error 322. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a lower auxiliary assembly that did not function as intended when testing the door switches. The lower auxiliary assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during testing. There was no patient involvement. No additional information is available.